Event description:
The facility representative reported a flo-gard infusion pump with a broken door. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.a service history review revealed no previous service events were related to the reported condition.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was not confirmed or duplicated by baxter service personnel. No cause was determined and no repairs were made to the device.a device history review revealed no abnormalities were found during manufacturing. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.should additional information be received, a follow-up medwatch will be submitted.